Manufacturer narrative:
(B)(4).

Event description:
Cook (B)(6) reported for the customer, "after the removal of the first lead, the rr broke down and the physicians opened the chest. It showed a tear in the v.cava superior after the use of lr-pplbes-7.0 and lr-evn-9.0." Response for additional info received: rep has come back to me with the following info on (B)(4) / (B)(4). With regard to the involved devices: "the involved products worked as well! It's not possible to say which product caused the complication. The operation was a high risk operation and the pt was in a really bad condition. The tear in the v.cava superior is also a well-known complication so that complaint is not a product complaint, it's a procedure complication!" No section of the device had to be removed from the pt. Additional procedure: thoracotomy to close the tear, no adverse effects on the pt were reported.